Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient's old pump was replaced because it was failing.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2019-aug-14. It was reported that the patient's previous pump was replaced due to normal elective replacement indicator (eri), and the current pump had never failed. It was noted that the consumer had incorrect information.